Event description:
Baxter received the following report from caldera medical, inc. (B)(4). Date of event: (B)(6) 2008 date of user facility or importer became aware of event: (B)(4) 2012 complaint reported by attorney that a patient experienced pain and dyspareunia when hydrix xm-0407 (former distributor trade name for veritas collagen matrix product code rm0407) was implanted. No sample available. Outcomes attributed to adverse event: other serious (important medical events). Location where event occurred: hospital. Background: hydrix xm was the trade name for veritas collagen matrix product when it was sold by a synovis surgical innovation USA distributor. This trade name product was only sold for urogynecological procedures.

Manufacturer narrative:
(B)(4). Due to the lack of information the case is not currently assessable. Therefore, this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). As this was potential litigation, the case was sent to baxter legal to assist with follow-up. Baxter legal has made multiple attempts to retrieve additional case information from the plaintiff's legal firm (clark, love, huston firm). No response received. Baxter legal advised that no further action is to be taken as this is a potential litigation. Baxter synovis completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review was performed and no issues were identified. Per synovis, based on the information provided by the customer, the root cause is undeterminable at this time. If any additional information is received in the future, the complaint will be re-opened for further investigation. This is the first complaint of this nature received for this product lot. The complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced cystocele, rectocele, uterine prolapse, painful sexual intercourse, chronic vaginal pain, infections, and recurrence of stress urinary incontinence in coincidence with usage of the implantation of the surgical mesh product. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The information previously reported with an aware date of (B)(6) 2015 was reported via medwatch number (B)(4). Should additional relevant information become available, a supplemental report will be submitted.